Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified lesion in an unspecified artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.